Event description:
It was reported that this right ventricular (rv) lead exhibited noise on the rate/sense channel, oversensing, inappropriate anti-tachycardia pacing (atp), and pacing inhibition of approximately two seconds. Troubleshooting options were discussed with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service.